Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's insulin pump stopped working. The patient's blood glucose at the time of incident was 92 mg/dl. The customer stated that there was no physical damage to the insulin pump; however, they identified a liquid inside of the screen and they cannot see anything on the screen apart from the battery icon. The customer was advised to revert to their medically prescribed back-up plan. The insulin pump will be returned for analysis.